Manufacturer narrative:
The device was not returned for evaluation. Therefore, a root cause was not able to be determined. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The product was returned. Visual inspection found two light yellow irrigation sleeves inside the sealed pouch. Microscopic examination of the sleeves found that one contains a light, yellowish colored particle that is stuck to the inside wall of the hub area. The particle was flushed from the sleeve onto a 0.45 micron filter. The filter was microscopically examined and found two light colored particles that are soft/squishy to the touch. The filter was sent to an external laboratory for analysis of the particles collected. Lab analysis indicates the particle is consistent with a silicone material such as pdms. The bl3124s sleeves are composed of silicone and are yellow in color, but the source of the particle present in the returned sealed pouch cannot be definitively determined, but it may have originated during the supplier manufacturing process. This investigation is complete.

Manufacturer narrative:
Correction: d3: manufacturing address.

Manufacturer narrative:
The device has not been returned for evaluation. The manufacturing and sterilization records were reviewed and found to be acceptable. This investigation is ongoing. See related report 0001920664-2020-00071.

Event description:
The user facility reported the irrigation sleeve holes were not perforated away from the sleeve and entered the eye. The particulate was removed with forceps. No patient injury reported.